Event description:
Patient cortrak tube was coiled in mouth. Removed coiled tube and replaced with new tube. Wave form the same as wave placement from 2 days earlier. Kidney, ureter, and bladder (kub) x-ray obtained due to cortrak being only at 45 mark to make sure it was in the stomach. A doctor told bedside nurse it was ok to use. When bedside nurse went to use tube there was a large amount of blood coming from the tube. Had secretary call radiology to get a stat reading on the x ray. The tube was removed in the meantime. Radiology md stated the tube was in the right lung. The pt began to decline with decreasing spo2's and eventually to the point a code blue was called. During the very lengthy code the husband was called and he said to stop the code. The code blue was stopped and pt expired. Another doctor was present for the code. When asked he said not to call the medical examiner as it was not needed.